Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material in the channel port was confirmed, however, the material could not be identified. The root cause of the foreign material could not be determined. Information received by the customer confirmed that reprocessing as performed according the the product IFU. The event can be detected by following the instructions for use which state: ¿insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Service inspection of the device found the channel tube (ch tube) clogged at the channel mount unit. Service noted the channel mount unit clogged with what appears to be remains of user's tool. Due to clogging of ch-tube, the tube cleaning brush cannot be inserted. Due to wear of angle wire, the play of up/down (u/d) knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to a scratch on c-cover, insulation resistance value at distal end does not meet the standard value. Furthermore, the following findings during inspection were noted on the device: grip has a scratch, flexibility adjustment ring has a scratch, forceps channel port has a scratch, switch box has a scratch, right/left (r/l) knob has a scratch, up/down (u/d) knob has a scratch, sc- cover unit has a scratch, sc-case unit has a scratch, plug unit has a scratch, objective lens has a crack, lg lens has a crack, connecting tube has coating peeling, universal cord has coating peeling, distal end worn. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer as reported, "opened a repair request with fault description of obstructed/crushed operating channel". There was no patient harm, no user injury reported due to the event. Device evaluation , service repair noted " channel port with foreign objects". The channel tube (ch tube) clogged at the channel mount unit. This report is being submitted for channel port, clogged with foreign objects (insufficient reprocessing, handling issue ) found on device evaluation.